Manufacturer narrative:
Patient weight: unknown as information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). Patient sees bubbles in vision since original surgery, the doctor tried refraction, contact lens use, and tears with no improvement after one (01) year. The iol implanted iol was explanted in a secondary surgical procedure and replaced with a another johnson & johnson lens different model lens with the same diopter size (dib00 iol 20.5 diopter). Pre-operative visual acuity was reported as 20/30 and post-operative visual acuity was 20/25. There was no incision enlargement, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as 20/20. No further information is available.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 30-nov-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received with a cut on the optic body, which is consistent with a lens that was handled during explant. The lens was cleaned and no further issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.